Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood levels, which the patient tried to treat with a bolus and multiple daily injection. Reportedly, patient's highest blood glucose level was 531 mg/dl. Subsequently, on (B)(6) 2019, the patient was hospitalized due to a blockage in the tubing (occlusions), which led to increased blood glucose levels and diabetic ketoacidosis. The infusion set was used for 3 days. During hospitalization, the patient received insulin drip, potassium drip, and saline drip as corrective treatment which resolved the issue. Further, the patient was still hospitalized and there was no permanent damage. No further information available.